Manufacturer narrative:
(B)(4). The device will not be returned.

Event description:
It was reported that during removal of the swg it unraveled and became detached, leaving a small fragment inside the pt. When trying to remove the swg, the placer came under extreme pressure as the swg could not be removed. This caused the swg to break off inside the pt. The swg fragment had to be removed using a special procedure. The swg and catheter were removed. Another attempt at the procedure was made using an mst kit from vygon. This event occurred in the ward. There was no delay in treatment. No complications or death occurred to the pt.